Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced a high blood glucose of more than 600 mg/dl. The customer did not mention how they treated or any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined and disconnected the call. The customer did mention their insulin pump kept alarming for auto suspend delivery. The insulin pump will not be returned for analysis.